Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis also indicated that the impedance trend of the right ventricular defibrillation coil was variable.

Event description:
It was reported that the right ventricular (rv) lead¿s rv defib coil impedance has a lot of variability. The lead remains in use. No patient complications have been reported as a result of this event.